Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(6). (B)(6) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for gram-positive bacteria (1 cfu/endoscope). The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Instrument channel: unspecified microbes (different coagulase-negative staphylococci) (32 cfu/endoscope). Suction channel: unspecified microbes (22 cfu/endoscope). Air/water channel: unspecified microbes (4 cfu/endoscope). Auxiliary channel: unspecified microbes (4 cfu/endoscope). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus (B)(4). As a result of the evaluation, the following was confirmed. The light guide lens was chipped. The distal end cap was worn. The adhesive of the bending section rubber was worn and chipped. Due to the elongation of the angle wire, the angulation was insufficient. Olympus medical systems corp. (Omsc) checked the reprocessing method provided by the user facility, but did not obtain any valid information. In addition, omsc confirmed the result of the device inspection, but could not identify any defects that could affect the occurrence of the reported event. At the user facility, events similar to the reported event has occurred in the past. The instruction manual states the possibility of infection by insufficient reprocessing. The exact cause of the reported event could not be conclusively determined. However, based on the investigation result, omsc determined that the device was less relevant to the reported event. Different coagulase-negative staphylococci were detected in the instrument channel in the microbiological testing performed after the user facility reprocessed, but not in the microbiological testing performed after the (B)(4)reprocessed according to the instruction manual. According to the device inspection result, no anomalies were found in the channel. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.